Manufacturer narrative:
A sample device was not returned for analysis, remained implanted in eye. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that during a cataract extraction with intraocular lens (iol) implant procedure, the doctor found white spot on the optical surface of the lens after implanted the lens. As the lens has been implanted into the patient's eye and the removal of the lens will cause greater harm to the patient, the operation will be continued for safety reasons. The adverse event may have an impact on the patient's vision. No additional information was requested.

Manufacturer narrative:
A photo was provided of monitor screen showing a lens in the eye. The single-piece lens is partially unfolded with one haptic still folded across the edge of the optic. A whitish area is observed at the optic edge (7 o'clock). This rounded spot at the edge of the optic has the appearance damage. Unable to determine from the photo if the artifact is damage or a particle. The viscoelastic used as not provided. It is unknown if a qualified product was used. The root cause for the reported ¿spot¿ could not be determined. The use of an unqualified ovd (ophthalmic viscosurgical device) may cause damage to the lens and potential complications during the device preparation and implantation steps. The IFU instructs to fill the device until viscoelastic, at a minimum, can be seen flowing past the nozzle ¿fill-to¿ line (approximately 0.2ml room temperature ovd). The manufacturer internal reference number is: (B)(4).